Event description:
It was reported that the patient presented in clinic for a device follow-up. It was noted that the pacemaker could not be connected to the programmer. The device was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.